Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high definition liquid crystal display monitor was not turning on. The event had occurred during maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no video output from y/c luminance/chrominance (s-video port) and digital visual interface ports. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: monitor not getting turned on was due to g1 board failure. Additionally, the probable cause of no video output from y/c (luminance/chrominance) and digital visual interface ports was traced to component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.